Manufacturer narrative:
The event unit, as well as a photograph, was returned for evaluation. Upon inspection, engineering determined that the unit was not loading clips properly and observed a foreign body, likely a hair, in the distal end of the device. The exact root cause of the event remains unknown as engineering was unable to consistently replicate the customer's experience. It is possible that the foreign body contributed to the device jamming, and consequently not loading clips properly. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Although the root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621- 2016 for this recall.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is a follow up to maude/medwatch report # (B)(4).

Event description:
Laparoscopic cholecystectomy - "deploying at angle, don't grasp onto tissue. Nurse reporting: carly payne main, main operating room core: (B)(4)". Patient status - "fine."